Event description:
It was reported that there was a mobile piece of tissue. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. At the beginning of the case, after the transseptal crossing, it was noted that there was a possible thrombus on the sheath. The physician tried to aspirate back to remove the suspected thrombus, which was a little further back from the tip of the sheath. The procedure was continued. The closure device was deployed in the laa, but it was too proximal. A partial recapture was performed and another attempt at deployment. At that time there was a pericardial effusion noted. The patient was stable, since it was a small effusion. No intervention was performed for this. The physician took the device out and decided to manage the suspected thrombus. As the physician tried to get the sheath across the septum, they were aspirating back through the sheath. The thrombus was caught in the transseptal hole and retreating into the right atrium. The physician put up a 6f coronary multipurpose catheter to suck out the suspected thrombus from the right atrium, and it was noted that it was a piece of tissue and not a thrombus. All the devices were removed from the patient. The patient was stable. No further intervention was needed for anything. A device was not implanted and the procedure was ended. No septum defect was noted prior to the transseptal crossing. Per the physician and the pathology report, the tissue was found to have adipose tissue as well as cardiac tissue. The patient was discharged home the next day and the procedure was rescheduled.